Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide was not visible, indicating a needle mechanism failure. Additionally the adhesive was peeling off as well. The patient's blood glucose level rose to 18 mmol/l (324 md/dl). It was reported that medical assistance was not required. Details regarding treatment were not provided.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.